Manufacturer narrative:
Manufacturer reference no.: (B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the unit was received inoperable due to reported system error system error 105 caused by a failed motor (seized). The motor assembly will be replaced.

Event description:
It was reported that a pump has a system error 105. It was also reported there was no patient injury.